Manufacturer narrative:
The customer did not authorize or respond to any device repair request. The device was not inspected. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. The customer stated that there was no patient involvement. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did confirm similar complaints with the same or related failure mode.

Event description:
Broken bezel. There was no patient involvement. (B)(6) 2018 11:50:18 (B)(6). Per (B)(6): these are to go to directly to service for bezel repair and charged to customer advocacy, cost center 908144. (B)(6) 2018 08:02:48 (B)(6). Major repairs needed per percy mendoza, service tech, due to broken air in line assembly, broken door latch assembly. Repair declined by (B)(6), biomed, at (B)(6) as he requested the unit be returned unrepaired for all additional repairs. Please only complete the bezel repair per the notes above. (B)(6) 2018 12:56:11(B)(6). This device is being returned un-repaired (ail) damaged housing (latch assembly sear) cracked. (B)(6) 2018 10:14:54 (B)(6).

Manufacturer narrative:
The customer did not authorize or respond to any device repair request. The device was not inspected. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. The customer stated that there was no patient involvement. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did confirm similar complaints with the same or related failure mode.

Event description:
Broken bezel. There was no patient involvement. (B)(4).